Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working due to fluid loss at an unknown location. A surgical procedure was performed to remove and replace all the components. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The exact event date was not available, therefore the date 01/01/2025 was used as estimate, as it was reported that the onset date was 2025.